Event description:
It was reported in a note in a pacemaker summary report that the left ventricular lead does not capture. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).